Event description:
During a laparoscopic inguinal hernia repair procedure, an anchor from the device penetrated and damaged an epigastric vessel. Epigastric required clipping and procedure was delayed approximately 30 minutes.